Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter tubing. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from the iab tip. A second kink was observed on the catheter tubing approximately 63.0 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarms cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a leak in iab circuit/ gas loss alarm. The customer restarted the iabp. After a short period of time, the alarm repeated. The iab was then removed and not replaced. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(6).